Event description:
Elegance clinical trial. It was reported that the patient developed acute ischemia and bilateral common femoral occlusions. The subject underwent treatment with the ranger drug coated balloons on (B)(6) 2022 as a part of the elegance clinical trial. The first target lesion was in the right profunda femoral artery with proximal reference vessel diameter of 4 mm and distal reference vessel diameter of 4 mm with lesion length of 40 mm and 80% stenosis. Pre-dilatation in the target lesion was performed with a 4 mm x 135 mm lithotripsy device. Treatment of target lesion was performed by dilation with study device, ranger drug coated balloon of 4 mm x 40 mm. Post treatment, the final residual stenosis was noted to be 10%. The second target lesion was in the right common femoral artery with proximal reference vessel diameter of 5 mm and distal reference vessel diameter of 5 mm with lesion length of 60 mm and 70% stenosis. Pre-dilatation in the target lesion was performed with a 5 mm x 110 mm lithotripsy device. Treatment of target lesion was performed by dilation with study device, ranger drug coated balloon of 5 mm x 60 mm. Post treatment, the final residual stenosis was noted to be 25%. The third target lesion was in the left profunda femoral artery with proximal reference vessel diameter of 4 mm and distal reference vessel diameter of 4 mm with lesion length of 40 mm and 80% stenosis. Pre-dilatation in the target lesion was performed with a 4 mm x 135 mm lithotripsy device. Treatment of target lesion was performed by dilation with study device, ranger drug coated balloon of 4 mm x 40 mm. Post treatment, the final residual stenosis was noted to be 10%. The fourth target lesion was in the left common femoral artery with proximal reference vessel diameter of 5 mm and distal reference vessel diameter of 5 mm with lesion length of 80 mm and 80% stenosis. Pre-dilatation in the target lesion was performed with a 5 mm x 110 mm lithotripsy device. Treatment of target lesion was performed by dilation with study device, ranger drug coated balloon of 5 mm x 60 mm. Post treatment, the final residual stenosis was noted to be 25%. On (B)(6) 2022, subject developed acute ischemia in the right lower extremity, hence, emergent bilateral cta was performed which revealed bilateral common femoral artery occlusions with extension into the sfa and profunda femoral arteries. On (B)(6) 2022, 3 days post index procedure, arteriotomy was performed from right external iliac artery to the profunda femoral artery and the occlusion noted in the right common femoral artery was treated with endarterectomy followed by profundoplasty. In addition, arteriotomy was performed from left external iliac artery to the profunda femoral artery and the occlusion noted in the left common femoral artery was treated with eversion endarterectomy followed by profundoplasty. Doppler signals in the right sfa were diminished hence, angiogram was performed which revealed widely patent right common femoral artery, profunda femoral artery and proximal sfa. Subsequently, bilateral bovine pericardial patch angioplasty was used to close the arteriotomy with sureclose dressing and was taken to cvicu in stable condition. On the same day, the event was considered resolved. During the hospital course, electrophysiology service was consulted, and ICD was implanted successfully for low ejection fraction and non-sustained ventricular tachycardia. On (B)(6) 2022, the subject was discharged from the hospital on anticoagulants.

Manufacturer narrative:
Patient identifier: (B)(6).

Event description:
It was reported that the patient developed acute ischemia and bilateral common femoral occlusions. The subject underwent treatment with the ranger drug coated balloons on (B)(6) 2022 as a part of a clinical trial. The first target lesion was in the right profunda femoral artery with proximal reference vessel diameter of 4 mm and distal reference vessel diameter of 4 mm with lesion length of 40 mm and 95% stenosis. Pre-dilatation in the target lesion was performed with a 4 mm x 40 mm lithotripsy device. Treatment of target lesion was performed by dilation with study device, ranger drug coated balloon of 4 mm x 40 mm. Post treatment, the final residual stenosis was noted to be 10%. The second target lesion was in the right common femoral artery with proximal reference vessel diameter of 5 mm and distal reference vessel diameter of 5 mm with lesion length of 60 mm and 70% stenosis. Pre-dilatation in the target lesion was performed with a 5 mm x 60 mm lithotripsy device. Treatment of target lesion was performed by dilation with study device, ranger drug coated balloon of 5 mm x 60 mm. Post treatment, the final residual stenosis was noted to be 25%. The third target lesion was in the left profunda femoral artery with proximal reference vessel diameter of 4 mm and distal reference vessel diameter of 4 mm with lesion length of 40 mm and 80% stenosis. Pre-dilatation in the target lesion was performed with a 4 mm x 40 mm lithotripsy device. Treatment of target lesion was performed by dilation with study device, ranger drug coated balloon of 4 mm x 40 mm. Post treatment, the final residual stenosis was noted to be 10%. The fourth target lesion was in the left common femoral artery with proximal reference vessel diameter of 5 mm and distal reference vessel diameter of 5 mm with lesion length of 60 mm and 80% stenosis. Pre-dilatation in the target lesion was performed with a 5 mm x 60 mm lithotripsy device. Treatment of target lesion was performed by dilation with study device, ranger drug coated balloon of 5 mm x 60 mm. Post treatment, the final residual stenosis was noted to be 25%. On (B)(6) 2022, subject developed acute ischemia in the right lower extremity, hence, emergent bilateral cta was performed which revealed bilateral common femoral artery occlusions with extension into the sfa and profunda femoral arteries. On (B)(6) 2022, 3 days post index procedure, arteriotomy was performed from right external iliac artery to the profunda femoral artery and the occlusion noted in the right common femoral artery was treated with endarterectomy followed by profundoplasty. In addition, arteriotomy was performed from left external iliac artery to the profunda femoral artery and the occlusion noted in the left common femoral artery was treated with eversion endarterectomy followed by profundoplasty. Doppler signals in the right sfa were diminished hence, angiogram was performed which revealed widely patent right common femoral artery, profunda femoral artery and proximal sfa. Subsequently, bilateral bovine pericardial patch angioplasty was used to close the arteriotomy with sureclose dressing and was taken to cvicu in stable condition. On the same day, the event was considered resolved. During the hospital course, electrophysiology service was consulted, and ICD was implanted successfully for low ejection fraction and non-sustained ventricular tachycardia. On (B)(6) 2022, the subject was discharged from the hospital on anticoagulants. It was further reported that on (B)(6) 2022, in response to the bilateral common femoral artery occlusions, the subject received medication or regimen was adjusted.